Event description:
A medtronic rep, inventory planner, reported a vertek arm that would not lock tight. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Replacement part shipped. Issue was duplicated. Investigation finds both ends of the vertek remain stiff. Not able to lock down or release vertek.